Event description:
The manufacturer's representative reported that since implant, the patient has received adequate pain relief, however, complained of terrible headaches, increasing in severity everyday without relief. There were no obvious csf leaks, fever, or seroma. The device had been filled with compounded baclofen 4000 mcg/ml, daily dose of 400 mcg. During troubleshooting procedure, a cerebrospinal fluid sample was drawn and "the result was gram +, so phycisian opted for removal of the entire system, possibly reimplanting in the future." A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.